Event description:
A user facility reported that a patient sustained second degree burns to the lower legs following treatment with a lumenis m22 laser. It was further reported that a test patch was not performed prior to treatment.

Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain patient treatment settings and patient photographs, which were provided. A lumenis technical expert examined the subject device and completed performance tests of all specifications concluding the device operated to manufacturer's specifications. Subject device malfunction is not the suspected cause of the event reported. A lumenis healthcare professional evaluated the reported event details and patient photographs concluding, double pass over the treatment area and failure to perform a test patch in contradiction to subject device training and device labeling to be the root cause of the event reported. A review of subject device labeling states the following: "there is a small chance of burns occurring on the skin. To reduce the possibility of burns from occurring, it is important to carefully follow all treatment instructions, and in particular to perform test patches. Always perform a test patch on the intended treatment area during the first treatment session."